Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a driveline infection. The pump is giving low flow alarms reportedly due to sepsis, renal failure, and "3rd spacing" which are contributing to the low flow status. The patient is on IV antibiotics and their volume status is being monitored. The system controller extended silence mode has been activated.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection, sepsis, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2014 from renal failure in the face of an antibiotic resistant driveline infection. The vad coordinator reported that the pump was functioning normally.

Manufacturer narrative:
Approximate age of device: 5 years and 2 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.